Manufacturer narrative:
The product was returned and no failure/fault was found. The behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading an exam on the system, they were prompted to a caution sign that stated "not optimal for stealth". This exam did not have contiguous slices. The same exam was loaded onto another navigation system on site and it did not prompt a caution sign but exam details showed the same information. There was no patient present.